Event description:
It was reported that the insulin pump was exposed to water when the user jumped into a pool with the device still connected. The customer did not know the blood glucose reading. The caller observed fluid under the liquid crystal display. He noted condensation on one corner of the insulin pump. He reported that the insulin pump also alarmed button error, as well. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.